Manufacturer narrative:
The investigation was based on the reported event and logfile analysis as well as on the manufacturer site and additionally via the onsite investigation in repair shop and on behalf with dräger service support. The logs were available after repair shop investigation. According to the log it could be confirmed that infinity acs workstation cc with product serial no. (B)(6), produced in nov. 2013, revealed a failure of the cockpit at the reported time. The device alarmed high prio to "alert" the user. Other than reported, the ventilation was not affected by this failure and has been continued as set until the usage of the main switch by the user. The root cause could not be determined from the log file. Onsite in the dräger repair shop a faulty ssd could be identified which caused the cockpit to reboot. After repairing it was reported from biomed, that the unit passed all testing according to manufacturer specs without further deviation. As a safety feature of the system, the safety software analyzes and verifies proper function of the device. If the safety software detects a deviation concerning the cockpit infinity c500, a warm start of the cockpit will be triggered in order to reset the micro processing system to a specified state. The ventilation will not be affected by a restarting cockpit and will be continued as set. Safety relevant parameters as fio2, minute volume, or airway pressure are displayed in the supplemental yellow/green oled-display wherein the user can see the on-going ventilation. After successful completion of the warm start, the system will post the alarm message ¿cockpit restarted¿ with accompanying audible alarm tone. Since it cannot be established with confidence that the duration of the inoperability of the cockpit was less than 2 minutes, the event is classified as reportable. In the event of a recurrence, it cannot be excluded that the inoperability of the settings/values could lead to a deterioration in the state of health of patients with difficult lung/ventilation conditions. In this case no patient health consequences have been reported. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the ventilator was running on patient when it suddenly performed hard shut down, with auxiliary alarm going off. Vent did not reboot by itself. Ventilation did not continue. There was no patient injury reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the ventilator was running on patient when it suddenly performed hard shut down, with auxiliary alarm going off. Vent did not reboot by itself. Ventilation did not continue. There was no patient injury reported.